Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt at heartsine the device was found to be unable to power on with the returned pad-pak. This was due to a depleted pad-pak. Depletion of the pad-pak was attributed to corrosion on the membrane tail, due to suspected storage outside of indicated conditions. Whilst the device was capable of delivering a test shock during the investigation, an inability to switch on a device may prevent or delay defibrillation therapy, which could result in adverse consequences.

Event description:
The distributor contacted heartsine as the device was failing to power on. Failure to power on device may prevent or delay defibrillation, which could cause an adverse incident. There was no report of patient involvement with the event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Failure to power on device may prevent or delay defibrillation, which could cause an adverse incident. No patient involvement.